Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, pump wont run" alarms. Per reporter the residual volume was 7 ml, rate 2.2 ml and given 94.05 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).